Event description:
Determined to be reportable based on additional information received on 13 november 2006: it was reported that during a rotational atherectomy procedure, the physician was unable to advance the 1.25mm rotalink burr through the lesion. The lesion located in an unspecified vessel was heavily calcified. Following removal of the burr from the patient, the burr would not spin. No patient injuries or complications were reported. Patient status is listed as "good."

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The complaint description outlines that the unit was unable to be advanced through the lesion and following withdrawal there was no rotation of the burr. The shell of the advancer unit was removed to expose the short drive, turbine housing and front & rear plugs. A comparison of a failed and passed unit showed that the failed unit should be protruding an additional 25mm. An examination of the rear plugs of the device showed that the short drive was pushed back through the turbine housing and out the rear of the device. This was shown having removed the rear plugs and hypotube. The turbine housing was stripped down to expose the short drive assembly. The short drive assembly is the overall drive shaft of the advancer unit. The weld of the pump shaft to drive shaft was broken. As a result of this break in the weld, the drive shaft slipped inside of the pump shaft resulting in a short fall in overall drive shaft length in the front of the advancer. The device history record review confirms that this device met all material, assembly and performance specifications. The root cause of the broken weld is unknown.